Manufacturer narrative:
At the bench the bench technician discovered there was no sound coming from the unit while repairing the unit for another issue. The bench technician order part and fixed the alarm assembly. Based on the information available, the cause of the reported problem was a defective alarm speaker. The reported problem was confirmed. The bench replaced the part and the device was operational and returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
At bench, evaluating the device for another unrelated issue, it was reported that there was no sound coming from the unit. The device was not in clinical use at time of event, no patient involvement.